Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: (B)(4); batch: 7070788.

Event description:
It was reported that the patient's leads were explanted for an unknown reason. The explanted leads will not be returned as they were discarded by the medical facility.